Manufacturer narrative:
Sc-1132, sn: (B)(4), device evaluation indicated that the complaint regarding the charging anomaly, burning sensation, pocket pain, and infection were not confirmed. Upon receiving, the device was completely depleted. The device was charged in one charge cycle and linked to a test remote control. This indicated that the device is capable of being charged fully under a proper charging method and no overheating was observed. The source of the pocket pain and the infection were not determined. Current leakage tests verified no loss of electric current. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies, or deviations that potentially relate to the reported event. The device passed the required tests and exhibited normal device characteristics. Sc-8336-70, sn: (B)(4), device evaluation indicated that the paddle lead was cut. Electrode # 32 is missing from paddle and the proximal ends were not returned. Damage to the device is a result of a typical explant procedure and it is not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient could not charge the ipg and was experiencing burning sensation when charging the ipg. It was noted that the pocket was shallower at the right lower back. The physician suspected an infection at the right side of the ipg and at the lead site. The symptoms were redness, burning sensation and drainage at both sites. Antibiotics was prescribed. The patient underwent an explant procedure. It was unknown whether the infection was device related or not. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead; model #: sc-4316, lot #: 19097824, description: next generation anchor kit sterile.

Event description:
A report was received that the patient could not charge the ipg and was experiencing burning sensation when charging the ipg. It was noted that the pocket was shallower at the right lower back. The physician suspected an infection at the right side of the ipg and at the lead site. The symptoms were redness, burning sensation and drainage at both sites. Antibiotics was prescribed. The patient underwent an explant procedure. It was unknown whether the infection was device related or not. The patient was doing well postoperatively.